Event description:
It was reported that an inappropriate shock was delivered due to noise on the ventricular channel. During follow-up it was slightly reproducible by pushing on the patient pocket. Under fluoroscopic the lead had a narrow curve in the pocket. When pulling and pushing the lead near the part that was curved some noise was visible on the psa iegm. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the sensing coil fractured close to the crimp sleeve to the connector ring due to accelerated fatigue. The outer insultaion was abraded at 12.7cm from the is-1 connector pin as a result of friction against the ICD can.